Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvtb10, (implant, tsv, 3.7mmd, lomml, fully textured, microgrooves) for evaluation.visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 62071684. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62071684 for similar events and no other complaint was identified. Review completed utilizing keywords: lack of primary stability + sinus perforation. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error/patient factors. Refer to attached summary investigation for dental : functional : lack of primary stability. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event could not be verified with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The initial report was submitted under (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products tsvt4b11, imp,tsv,4.1,11.5,mtx,mg lot 1226170. E1: reporter zip code (B)(6). The initial report was submitted under (B)(4).

Event description:
It was reported that during an implant surgery , when the doctor removed the tooth location 27 to perform an open sinus lifting, the maxillary sinus was perforated. The doctor attempted to place the implants at tooth sites 25 and 27 without success, the implants did not achieve enough primary stability. No other implant was placed.